Event description:
It was reported that (1) device was used during a laparoscopic gastric bypass. It was reported by the rep that the surgeon was using the (1)tsb45 and (1)tr45b to perform the procedure, and during one of the firings, the stapler locked in the foward position (knife blade stuck at the distal end of the cartridge) and would not come back and release. The surgeon had to manipulate the tissue and stapler a great deal to free it up. Once removed, the staple line was inspected and oversewn to avoid a failure. The case was completed by using another instrument. There was an extended or time of 15 minutes.